Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultrasmart meter was reading inaccurately low compared to her feelings. The patient tests 3 times a day before meals and takes lantus (unspecified dose) every monday. She also takes lantus as needed based on a sliding scale. For example, the patient would take 30 units of lantus if her blood glucose levels were over 300 mg/dl. On that day, around 8:30am (before breakfast), the patient obtained a "140 mg/dl" on her meter with no reported symptoms. Based on her meter reading, she did not take any lantus. She then ate a "normal" sized breakfast (scrambled eggs, toast, and cereal). About 4.5 hours later (1:05pm), the patient started to feel unwell, watery in the mouth, and had stomach pains. She felt something was wrong, so she tested on her meter and got "104 mg/dl." She felt that her meter reading was inaccurately low because she felt like she was "high." She did not take any actions to relieve her symptoms because she did not want to take any chances with administering insulin on her own, so she had her friend take her to the hospital to have her blood glucose tested. Before arriving at the hospital, she denied eating or drinking anything. She reached the hospital about an hour later, and her blood glucose was "349 mg/dl" on the hospital's meter. She was given 30 units of "lantus" and water to drink. About 1-2 hours later, the patient felt well. Her blood glucose also dropped to "140 mg/dl" on the hospital's meter. She was released to go home. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl", an approved sample was used, and the correct testing/cleaning techniques were used. The (cca) also verified that the test strips were within expiration/discard dates and stored properly. This complaint is being reported due to the following conclusion: the patient alleged she obtained a relatively low meter result while experiencing symptoms that were suggestive of high blood glucose levels. She claims she was treated for hyperglycemia in the hospital. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.